Event description:
It was reported that increasing capture threshold was observed at the end of the implant procedure. The lead was replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.